Event description:
Reporter alleges after implantation the pt had immediate contracture (i.e. 1981) and pt felt something happen on the right and an magnetic resonance imaging then was positive for rupture. Reporter also alleges the pt had rashes briefly and exam was positive for right grade IV contracture and left grade ii contracture. Pt is otherwise healthy.